Event description:
It was reported that the customer's insulin pump's "act" button was not responding properly. The customer's blood glucose levels are unknown. The product is not being returned. Nothing further was reported.